Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2014 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2014. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2014. The device was not interrogated prior to the patient leaving the office on (B)(6) 2014 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the settings were not corrected prior to the patient leaving the office. No patient adverse events were reported.